Manufacturer narrative:
The device was in use. The respiratory therapist (rt) changed interfaces (took the mask off the patient and attached the hfnc) while in bipap mode. The rt then tried to go to standby to switch to hft. V60 would not go to standby. The rt removed the hf cannula form the circuit and they were able to go into standby and change to high flow therapy, there was no harm caused by the brief delay.

Manufacturer narrative:
The gas delivery system (gds) was replaced. The system meets the specification for the performed service and is returned to use. The removed gds was returned for analysis, and the customer complaint was verified. The root cause was failure of o2 and air flow sensor, caused by u1 drifting out of calibration.

Event description:
The customer reported the unit will not stay in standby mode. The device was in use; however, no patient or user harm reported. The customer confirmed the reported failure. The remote service engineer (rse) advised the customer to complete the unit's pneumatic testing to confirm the flow sensors are within specification. The rse advised it's likely the flow sensor assembly failed. The customer requested onsite repair. Further information is pending.